Manufacturer narrative:
As received, a complete lead in two pieces was returned for analysis. Electrical tests performed indicated normal electrical characteristics. Other damages found on the lead are consistent with those occurring at the time of implant/explant, the field report of threshold unacceptable and inappropriate shock was not confirmed.

Event description:
The patient experienced an inappropriate shock.

Manufacturer narrative:
As received, a complete lead in two pieces was returned for analysis. Electrical tests performed indicated normal electrical characteristics. Other damages found on the lead are consistent with those occurring at the time of implant/explant, the field report of threshold unacceptable was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented with high capture threshold on the rv lead. The lead was explanted and replaced. The patient is in stable condition following the procedure.